Manufacturer narrative:
10/13/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during an unspecified procedure. Reportedly, the suture and needle broke. The hospital has reported no pt injury occurred.